Event description:
It was reported that the right ventricular lead exhibited noise which resulted in pacing inhibition. The patient is pacemaker dependent. The lead also sustained clavicular crush damage. The lead was capped and replaced.